Manufacturer narrative:
Though requested by the affiliate the customer did not provide any additional information or data for this allegation. The customer also did not provide collection kit or sample type information. No root cause or potential CAPA relationship confirmation can be made in this case without the additional information and data to review. No product problem at this time. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive, influenza a negative, influenza b positive result for a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)). A recollected sample from the patient was tested on a different platform, the biofire, that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No patient details were made available and no harm or injury was indicated. No information on sample collection or handling was provided. Unknown if the results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).